Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. System check was being performed by tandem technical support (tts), however customer declined to complete the check. The customer reverted to an alternate method of insulin therapy. Customer's blood glucose was 370 mg/dl.